Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter denied any damage to or moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/06/2017 with the following findings: during investigation, the data from the date of the complaint has been overwritten due to continuous use. There were no pump reboots observed in the available black box data. The returned battery cap securely tightened to the pump with no visible yellow o-ring showing. The pump booted to the verification screen with audible and vibratory features. The pump was exercised for 24 hours using the returned battery cap. There were no pump reboots duplicated. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.